Event description:
The display in the unit was defective. The customer stated that it appears that the "hundred and ten units" are missing a good portion of the segments. The unit has not been used on any pts since the discovery of this display issue. A request was made to return the system for evaluation. In the meantime, a replacement unit was provided.